Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. The device was tested in clinic with noise able to be reproduced with small arm movements. The patient was subsequently hospitalized. The device system was then explanted and replaced. This device system is expected to be returned for analysis. No additional adverse patient effects were reported.